Event description:
Patient presented to the physician with muscle cramping and severe pain in the tongue when stimulation was active. Physician brought the patient into the or, explanted the ipg, implanted a newer ipg model, sutured, and closed.